Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely the image sensor unit has been damaged (disconnection, etc.), or the mounted parts (ic chip, capacitor, etc.) Of the electric board have failed due to use stress, external factors, or handling. The inspection method for the event is described as follows in the instructions for use (IFU) "chapter 3 preparation and inspection 3.8 checking the function in combination with related equipment". "[Inspection of endoscopic images]. Check if normal light observation images and nbi observation images are displayed normally. 1. Wipe the endoscope tip lens with sterile gauze moistened with saline or sterile water before inspection. 2. Observe the palm, etc. With normal light observation images and nbi observation images. 3. Make sure the light is coming out. (See figure 3.23). 4. Adjust the amount of light to get the proper brightness. 5. Check that there are no abnormalities such as noise, blur, or cloudiness in the normal light observation image and the nbi observation image. 6. Operate the angle lever of the endoscope to bend the curved part. 7. Check that normal light observation images and nbi observation images do not disappear for a moment or other abnormalities." Olympus will continue to monitor field performance for this device.

Event description:
The customer originally returned his olympus endoeye flex deflectable videoscope due to a poor-quality image. According to the initial reporter, the unit was generating noise during a therapeutic lapacole procedure whenever the unit was ¿lightly tapped¿. Reportedly, the procedure was completed using another device without any reports of patient harm. During the device evaluation, it was discovered that the unit was intermittently not producing an image at all. This report is being submitted to capture the lack of image found during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. A damaged charged coupled device (ccd) unit was found and caused the reported failure mode. Also noted in b5, the same damaged ccd unit was causing no image to appear intermittently. Additionally, the insertion pipe was damaged. The distal end was scratched, and the distal end adhesive was chipped. There was damaged on the lever, and the venting connector of the light guide was loose. If additional information becomes available following the device evaluation, a supplemental report will be filed.